Event description:
This supplemental report is being submitted to correct the previous report and provide the manufacturer's completed investigation. The dreamstation bipap st30 device was returned to a third-party service center as no longer needed. As a result of an internal inspection, no faults were found, and the filters, tubing, and manual were replaced. The device was tested and all testing passed. The device was sent to be put back into loan stock. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to correct the previous report and provide the manufacturer's completed investigation. The dreamstation bipap st30 device was returned to a third-party service center as no longer needed. As a result of an internal inspection, no faults were found, and the filters, tubing, and manual were replaced. The device was tested and all testing passed. The device was sent to be put back into loan stock. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the dreamstation bipap st30 device was being returned due to the user passing away. There is no allegation of malfunction, or that the device caused or contributed to the death. There were no reports of medical intervention. At this time, the device will not be returning, and no further investigation can be performed. If any additional information is received, a follow up report will be filed.